Event description:
National complaint coordinator (ncc) for int'l affiliate reported an alleged overinfusion observed on one infusor device during patient infusion via epidural injection. The device was filled with 100ml of ropivacaine hydrochloride hydrate and normal saline. The expected duration was for 50 hours. The actual infusion rate was reported to be 100ml in 36 hours. The access site was via an epidural catheter. The device was not used prior to the incident. There were no reports of patient outcome, injury or medical intervention associated with the reported condition.

Manufacturer narrative:
Evaluation summary: this report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jul 02 2007. The device involved in this incident was received by the manufacturing plant, and an evaluation has yet to be completed. Upon completion, the evaluation results will be provided in a follow-up report. A review of all records related to the manufacture of lot 06m026 has been conducted, which revealed no evidence of defects or exceptions related to the reported condition during inspection, testing and manufacturing of the product lot. The product met the acceptance criteria for release.